Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) pressure value goes off after an hour. The unit alarmed for the reported issue. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to replicate the reported fault. In the error logs error 53, dc proxy overrun was found and gas leak in iab circuit was also found. The fse determined that the executive processor will need to be replaced. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6, h10.

Event description:
N/a.